Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00349, #3005099803-2010-00350, and #3005099803-2010-00351 for a description of the other devices. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, when they attempted to deploy the clips, all four would not open. They used a fifth resolution clip to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.